Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. We were unable to confirm a fracture from the images/information received.

Event description:
This procedure was performed in the (B)(6): the visi-pro stent was used in a procedure for a fenestrated stent graft, for renal abdominal aortic aneurysm on (B)(6), 2009. A follow up x-ray on (B)(6), 2011 showed that the visi-pro stent fractured. A new stent was placed for the fractured visi- pro. No injury to the patient reported.